Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Operator of device: patient/consumer.

Event description:
It was reported that the pump exhibited an alarm with no error message displayed. No patient injury was reported.